Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post-operative check. Device interrogation noted intermittent capture on the right ventricular lead at high outputs. The lead was repositioned successfully on (B)(6) 2020. The patient was stable throughout the revision.